Event description:
30 year old female patient with advanced carcinoma of breast undergoing chemotherapy via port-a-cath intravenous catheter in left subclavian vein. Presented at hospital with progressive pulmonary metastases. Found port-a-cath had severed with distal end floating into right heart. Three attempts to remove severed portion unsuccessful. Final attempt on january 25, 1992, successful. Ecri reports on evaluation indicate catheter compressed by clavicle and rib pinching it off.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration, telemetry failure, inherent risk of procedure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.